Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed damage, the nose piece of the pullback sled was broken off. Characterization testing cannot be performed based on the returned condition of the catheter and the device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID#2134265-2013-04825 and 2134265-2013-04826. It was reported that during the operation check for a percutaneous coronary intervention, the md5 was unable to pullback. The md5 motordrive unit was used in conjunction with a bsc catheter and sled intended to visualize the lesion. The lesion was 90% stenosed with moderate tortuosity. It was noted that during operation check the md5 was unable to pullback. Sled was exchanged to another of the same device and completed the procedure. No complications were reported and the patient's condition was good.

Event description:
Same case as MDR ID#2134265-2013-04825 and 2134265-2013-04826. It was reported that during the operation check for a percutaneous coronary intervention, the md5 was unable to pullback. The md5 motordrive unit was used in conjunction with a bsc catheter and sled intended to visualize the lesion. The lesion was 90% stenosed with moderate tortuosity. It was noted that during operation check the md5 was unable to pullback. Sled was exchanged to another of the same device and completed the procedure. No complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years old or older. (B)(4).